Event description:
Additional information received indicated patient underwent surgical intervention wherein both the extensions and left lead were replaced, thereby restoring effective therapy.

Manufacturer narrative:
A suspected infection was reported to abbott. It was determined the suspected infection was at the lead/extension site(s). The extensions were disconnected from the leads, new boots were put on the leads, and incision was closed. They were cut at the location of extension/lead connection but not removed. The extensions remain implanted and connected to the ipg. The patient underwent surgical intervention wherein both the extensions and left lead were replaced since the physician had cut the lead to treat infection thereby restoring effective therapy. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3 - date of event is estimated.

Event description:
It was reported patient was suspected infection at the lead/extension site. As such, surgical intervention was undertaken on (B)(6) 2024, where the extensions were disconnected from the leads, new boots were put on the leads, and incision was closed. They were cut at the location of extension/lead connection but not removed. The extensions remain implanted and connected to the ipg.